Event description:
It was reported that during an unspecified procedure, stent damage occurred. The 80% stenotic lesion was located in the mid right coronary artery (rca). The lesion was pre-dilated with another MFR's balloon. The physician attempted to cross the lesion with the liberte' otw coronary stent delivery system but was unsuccessful. The lesion was dilated again with another MFR's balloon. The physician attempted to cross the lesion with the liberte' otw coronary stent delivery system a second time and was unsuccessful. It was noted after removal of the stent delivery system that the stent struts were flared. The procedure was completed with another MFR's stent. There were no reported pt complications. Pt status listed as "ok".

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.